Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Historical complaint searches determined that there is no unusual activity for the likely cause lot. Complaint trending report review determined that there is no non statistical or adverse trend for the issue for the product. Testing was performed with serum based panel samples which mimic patient samples using an in-house retained cea reagent kit. All specifications were met indicating that the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer observation. A review of labeling concluded that the issue is sufficiently addressed. Based on all available information and abbott diagnostics complaint investigation, the assay performed as intended and no product deficiency was identified.

Event description:
The customer stated that a falsely decreased architect cea result of 2.38 ng/ml was generated for a patient sample (B)(6) that retested at values between 830 and 850 ng/ml. No adverse impact to patient management was reported.